Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms. A surgical revision was performed to replace the patient's device due to normal battery depletion. The physician elected to keep this lead implanted with the new device. The lead later exhibited impedance measurements of greater than 3000 ohms and elevated threshold measurements. Troubleshooting was performed which did not elicit any noise. No actions or interventions have been planned or performed. No adverse patient effects were reported. The lead remains in service.